Event description:
The manufacturer received information alleging an issue related to a ds2adv auto CPAP device's event that the device service required and machine shuts off. A device was returned to a manufacturer / third-party service center. During the evaluation of the device, they found out that the motor calibration failed, blower damage and pca burned. At this time, no further investigation can be performed. If any additional is received, a follow up report will be filed.